Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2014. According to the complainant, during the procedure, inside the patient, it took more time than usual to deflate the balloon. There were no other issues noted on the balloon and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the complaint device found that the lot number was not confirmed as the packaging was not returned with the device. The balloon and catheter shaft was inspected for cosmetic defects and no issues were noted. The balloon was inflated and deflated using the syringe enclosed and no defects were noted. While performing inflation and deflation, the balloon deflates with no problem. The balloon was inflated and deflated several times and each time the balloon deflated with no issue. The bonds were also inspected and found to be continuous and intact. The proximal bond measured at 1.44mm and the distal bond measured at 1.56mm, which is within specification. The reported defect of balloon deflation difficulty was not confirmed. The most probable root cause of this event is operational context. Balloon deflation issues can occur in this product family as during their clinical use in the common bile duct, difficulties may arise due to tortuous anatomy or pressure from stones in the cbd. This is most likely caused by some procedural/anatomical factors encountered during performance of the balloon was limited. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2014. According to the complainant, during the procedure, inside the patient, it took more time than usual to deflate the balloon. There were no other issues noted on the balloon and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of balloon deflation difficulty. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.